Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole rupture was noted when inflated at 6 atmospheres for several seconds upon first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.